Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was not confirmed. The submitted log file contained data spanning 15 days (14mar2024 ¿ 28mar2024 per the timestamps). No controller fault alarms or other notable alarms were active in the log file. The log file did not contain data from the reported date of the controller fault alarms (30mar2024). The pump maintained a speed within the expected range throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook (rev. C) section 10 and heartmate ii instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with a lactate dehydrogenase (ldh) of 1000 and concern for pump thrombosis. They were on warfarin with a therapeutic international normalized ratio (inr) however they were bacteremic and had a driveline infection. Upon evaluation the next day, the patient had a flow of 7.7 lpm and a power of 7.7 w at speed 9880 rpm. An echocardiogram (echo) was performed that revealed a dilated left ventricle with the aortic valve (aov) opening with every beat. The speed was increased to 11000 rpm slowly and the aov closed. The patient's international normalized ratio (inr) was 4 on (B)(6) 2024 and was 2.8 on (B)(6) 2024. A urinalysis (ua) was performed that was negative for hematuria. The patient's ldh was 858. They remained on heparin. The patient's infection was treated with cefazolin and ertapenem. The patient was status 3 on the heart transplant waitlist due to infection and was made status 2. Log files did not contain any unusual events. On (B)(6) 2024 the patient was having controller fault alarms. Multiple areas of damage were noted on the external portion of the driveline. Since there was concern for thrombus, the center held off exchanging the system controller. The system controller was performing as intended. On (B)(6) 2024 the patient had pump stops with the frayed cord. They were placed on extracorporeal membrane oxygenation (ECMO). The pump ended up stopping in the operating room (or). The system controller was exchanged, and the issue resolved. The pump stops occurred on wall power. A percutaneous lead repair was performed on (B)(6) 2024. Post-repair, the patient was tethered on a grounded patient cable without issue. The patient experienced additional low speed/pump stop alarms at ~10:11pm while on the grounded patient cable/power module. The patient was immediately tethered back on batteries without issue. The reported "short to shield" driveline issue appeared to be internal and positional. The patient was to remain on an unshielded patient cable and batteries. They were decannulated from ECMO on (B)(6) 2024. As of (B)(6) 2024 the patient's flow and power remained elevated at speed 9200 rpm, however their ldh was normal at 209. The patient was currently admitted awaiting transplant.